Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received with the implant detached from the pusher. Inspection of the pusher found the body coil severely stretched. The monofilament appeared to have been torn off at the attachment bond. The pusher, otherwise, did not present any other anomalous geometry. The implant itself was found to be complete, slightly deformed, but it did not have any stretched sections. An image supplied by the customer shows what appears to be a coil at the end of a snare device and supports the details reported in the complaint. Inspection of the pusher found the body coil severely stretched; the stretching is indicative of tensile forces that exceeded the strength of the monofilament and the attachment bond that holds the monofilament in place. The monofilament keeps the implant attached to the pusher. It is likely that the coil assembly encountered friction during use and, at some point, was pulled against a felt resistance. This resulted in the permanent deformation of the body coil and tensile break of the monofilament, which led to the coil separating from the pusher. The microcatheter used in the procedure was not returned and it is therefore unknown if it caused or contributed to the complaint. The exact point of detachment in relation to the patient's anatomy is unable to be discerned based on the condition in which the device was received and the information provided in the complaint report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization was performed as treatment for an arteriovenous fistula which led to exophthalmos in the right eye. During placement of the coil after approximately 50% of the coil had been deployed, the coil unexpectedly detached. The detached coil was retrieved with a microsnare. Another coil was used to successfully complete the procedure. There was no reported patient injury. The patient's current condition is reported to be "good."